Manufacturer narrative:
Follow-up # 1 ¿ (07/01/2014).the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis on 06/21/2014 with the following findings:the meter involved with this complaint failed testing. The meter displayed error 1, sub code 5 when powereded on. The meter was found to have pcb contamination at processor ic 114. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation will be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2014, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.